Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer reports that the guide wire is sticking out of the plastic material. There was no patient involved.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. As per the instructions for use, it is necessary to use a syringe and inject approximately 10cc of water into the tube to activate the hydromer coating and before attempting to remove the stylet. If the 10cc of water is not injected into the syringe, the reported issue may occur. The process is running according to product specifications meeting quality acceptance criteria. The production personnel were notified about the reported issue. Based on the information available, a corrective action is not deemed necessary at this time. Covidien will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.